Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Patient had a right hip revision due to cup migration which caused patient to dislocate.